Manufacturer narrative:
Bci customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. The customer was unable to resolve the leaks with routine troubleshooting assistance from the cts. Bci field service engineer (fse) visited the customer and found a large buildup of wash concentrate from canister and hydro drawer. The fse also detected a small leak from float switch threads. The fse ordered a replacement reservoir assembly for the customer. The fse removed float switch, reapplied teflon tape and primed system 21 cycles with no leaks observed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leaks from unicel dxc 800 pro synchron clinical system. The customer reported a leak on a fitting in the waste exit sump and a leak on the fitting on wash concentrate canister, and also a white residue at fitting. There was no effect to patient or user.